Manufacturer narrative:
Batch review performed on 6 august 2019: lot 140747: (B)(4) items manufactured and released on 30-apr-2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: hip revision surgery performed 5 years after primary cementless total hip arthroplasty. No information concerning patient age, gender, health status and comorbidities is available. Radiographic image provided shows the presence of radiolucent lines around the stem and signs of stress shielding suggesting implant mobilization. Aseptic loosening is a possible literature described adverse event after cementless total hip arthroplasty and reasons are often unknown. The cause of this event cannot be determined.

Event description:
On (B)(4) 2019 we were alerted of a revision surgery that happened on (B)(6) 2019. The patient came in, 5 years and two months after primary surgery, complaining of pain caused by a loose stem. The surgeon revised the stem, the revision surgery was completed successfully.